Manufacturer narrative:
Continuation of d10: 511212 lead implanted: (B)(6) 2013, 6935m55 lead implanted: (B)(6) 2018, dtba1d4 crt-d implanted: (B)(6) 2018 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient reported experiencing dizziness/near syncope. It was noted that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high rate non-sustained episodes and sensing integrity counter (sic). The rv lead also exhibited possible non-capture due to over-sensing and it was noted the potential oversensing appears to be non-physiologic on stored electrograms (egm). The rv lead also triggered alerts for out of range (oor) high pacing impedance. In addition, the right atrial (ra) lead exhibited out of range (oor) high impedance. The ra lead was inactivated. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ra lead was explanted and an is-1 pin plug placed in the atrial port.